Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) regarding external devices. It was reported that the pt had a revision done on their leads in (B)(6) of this year because the leads were broken. Pt said that they were unable to charge their implant and keep good connection to charge with their implant and it was discovered their leads were broken. Pt said that they worked with two different reps and they tried different things on their tablets because the pt was having to charge their implant battery so much, like 2 times a day or even more. Pt said that even after the lead replacement, they were still having the same issues. Pt said that for the past month they have been unable to charge their implant at all. Pt said before that while charging their implant, their controller would deplete and they needed to charge the controller 2-3 times during the charging session to get their implant fully charged. Pt also said that their stimulation will sometimes show off when they didn't turn the stimulation off. Pt said that if they charge their implant at 10 pm the night before and they will need to charge their implant at noon the next day. Pt said they are in pain and are an amputee and use a prosthetic leg and they cannot even get out of bed to get the prosthetic leg on. Pt said they are frustrated because they are still having the same issues that they had before the revision. Pt saw no visible damage to the recharger antenna. Pss had pt connect to their implant to charge. Pt was brought through passive recharge mode (prm) seeing 74 76 76 and 78 and 72 and 79. Pt said when they first started they were placing the recharger antenna hole right over their implant; pss had pt change position of recharger antenna so the paddle was over the implant and the pt was still not getting a good connection. Pt also said on the call that their controller will say "no device found" when their implant battery is fully charged. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna and controller.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt said that they were unable to charge their implant and keep good connection to charge with their implant. Pt said that they worked with two different reps and they tried different things on their tablets because the pt was having to charge their implant battery so much, like 2 times a day or even more. Pt said that even after the lead replacement (see 2649622-2021-09737) , they were still having the same issues. Pt said that for the past month they have been unable to charge their implant at all. Pt said before that while charging their implant, their controller would deplete and they needed to charge the controller 2-3 times during the charging session to get their implant fully charged. Pt also said that their stimulation will sometimes show off when they didn't turn the stimulation off. Pt said that if they charge their implant at 10 pm the night before and they will need to charge their implant at noon the next day. Pt said they are in pain and are an amputee and use a prosthetic leg and they cannot even get out of bed to get the prosthetic leg on. Pt said they are frustrated because they are still having the same issues that they had before the revision. Pt saw no visible damage to the recharger antenna. Pss had pt connect to their implant to charge. Pt was brought through passive recharge mode (prm) seeing 74 76 76 and 78 and 72 and 79. Pt said when they first started they were placing the recharger antenna hole right over their implant; pss had pt change position of recharger antenna so the paddle was over the implant and the pt was still not getting a good connection. Pt also said on the call that their controller will say "no device found" when their implant batteryis fully charged. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna and controller. Later determined information regarding patient's lead lead break/revision was already captured in regulatory report #2649622-2021- 09737 and therefore was removed from this reported event. Further details regarding the lead break/revision will be captured in regulatory report #2649622-2021-09737 going forward.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead corrections: b2. Intervention required no longer applicable. H1. Updated to malfunction h6. Device code a0401 not applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.